Manufacturer narrative:
Additional device implanted and involved in this event: tg3115/06247718. Udis for the lots are as follows: lot 06247706: (B)(4), lot 06247718: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The cause of the aneurysm enlargement could not be determined with the provided information.

Event description:
On september 16, 2008, the patient underwent treatment of a thoracic aneurysm with two gore® tag® thoracic endoprostheses. It was reported that on discharge date of (B)(6) 2008, the aneurysm measured 43.0 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6) 2009: 44.0 mm, (B)(6) 2010: 47.0 mm, (B)(6) 2011: 46.0 mm, (B)(6) 2012: 46.0 mm, (B)(6) 2013: 48.0 mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.